Event description:
It was reported that customer had problematic pump that required replacement and that customer planned to use multiple daily injections as backup therapy to avoid interruption of insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer agreed to receive replacement pump with updated software, to place problematic pump into storage mode before return, and to send it back to tandem within 10 days using prepaid shipping, and customer understood need to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.